Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported separation was confirmed. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that the procedure was to treat a left anterior descending artery. A 3.0 x 15 mm nc trek was being advanced to use for post-dilatation when the proximal shaft, inside the guiding catheter separated. The separated portion was trapped in the guiding catheter with another balloon catheter and was able to be removed. The procedure was successfully completed with a 3.0 x 12 mm nc trek. There was no clinically significant delay in procedure. No additional information was provided.